Event description:
On (B)(6) 2020 patient awoken at (B)(6) to lvad driveline fault alarm. Taken to emergency department by his wife. No driveline fault determined by x-ray or heartmate engineers. Controller and back-up battery replaced. No further alarms note.